Event description:
A quick-cross catheter was inserted to cross a biliary lesion. When it was removed, the radiopaque marker on end of the catheter was no longer on the catheter. The marker adhered to current wire. When the wire was removed, the marker was left in the biliary tree and remained in place. The marker remains in place.